Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user¿s blood glucose level was not impacted. The user successfully loaded a cartridge and resumed insulin delivery.